Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display; the customer replaced the battery but the display remained blank. The patient's blood glucose at the time of incident was 356 mg/dl. Troubleshooting was initiated for the blank display anomaly. The insulin pump was not bumped, dropped, or exposed to moisture. The battery cap contacts were not missing or damaged either. The battery compartment was undamaged as well. However, the spring did not appear as it should. The customer was advised to revert to their medically prescribed back-up plan. However, no products were returned or replaced.